Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as non-malignant pain, failed back surgery syndrome, and spinal pain. It was reported the patient had to make an emergency run to the healthcare provider (hcp) office on (B)(6) 2016. The patient's pain pump was empty before it was suppose to be. The patient had been in withdrawal for three days. The patient went to the emergency room (ER) and they gave her an oxycodone but noted that didn't do anything. It was noted the patient had diarrhea real bad. The patient noted the pump was refilled completely because it said 40 on her paper but when they read it at the office it was empty. The patient did not hear an alarm. The patient noted it was supposed to go off in (B)(6) 2016. The patient noted she would go back in (B)(6) 2016 now for a refill but her actual refill date wasn't until 2017. The patient noted "someone new did it last time." The patient didn't know if they didn't refill it all the way even though the paper said 40. The situation was noted as resolved and being addressed by the hcp as they were aware of the situation. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.